Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip didn't form properly (still open). Used another like device to finish the procedure. There was no patient consequence.